Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence, which displays a metal piece that has chipped off the device and has been retrieved. However, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo encountered an old stitch from a prior repair and a piece of metal from the inner shaver blade broke off. The piece of metal got lodged in the shaver and was recovered. This was discovered during a meniscal debridement case. Another device was used to complete the case with no patient harm. Additional information was reported by the rep on 11/17/25. There was no outflow tubing used in the case. Irrigation flow was normal without interruption during the case. As a result of the shaver blade tip breaking and lodging into the shaver, the handpiece was damaged. A new shaver hand piece and shaver blade were used to complete the case.